Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital after receiving a vibratory alert. Upon interrogation, the right ventricular lead exhibited out of upper limit high voltage lead impedance. The device was reprogrammed. Patient was asymptomatic and will continue to be monitored.